Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer. The customer biomedical engineer (biomed) claimed that clinical staff is saying that the invasive blood pressure (ibp) intermittently can't be used; sometimes measurements reported as inaccurate and sometimes the ibp is reported as not working at all. The rse asked the biomed if the clinical staff is replacing the disposable transducer kits after every patient, but it was unclear if this was being done. The issue could not be duplicated by biomed. A philips technical consultant (tc) went to the customer site. Per the rses recommendation, the tc replaced the ibp assembly and ibp connector. The customer also requested the monitor to upgrade from software version 01.08.00 to 02.00.00; the tc successfully performed the software update. The tc performed required testing and the device was successfully returned to service. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty ibp assembly and connector. The issue was resolved by replacing the ibp assembly and connector. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on an expression patient monitor (mr400) indicating that having intermittent ibp issues. The device was in clinical use at the time this issue was discovered. There was no adverse event or patient harm reported.